Event description:
Staff responded to an infant crying. When entering the room, staff found the infant lying on the floor beside warmer. The side rail was down on the side of warmer the infant was laying. There were no witnesses to this fall and are unable to determine how or why both locks on the side rail were not latched and infant fell out. The clinical engineering staff evaluated the warmer and did not find any functional deficiencies. However, in discussions with staff involved, there is a misperception that if both locks of the side rail are not locked, that the door would not be able to remain in an upright position. This is not the case, we are reporting this issue as it is felt to be a design flaw in that the side rail can remain in an upright position with both latches on the rail not being locked. Therefore, it is not noticeable just by visualizing that the rail is not secure. Manufactured in (B)(6) 2016.